Manufacturer narrative:
This report is submitted on june 23, 2020.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration. There are future plans to re-implant the patient with another device.